Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's doctor reported via phone call that the customer had a low blood glucose event of 24 mg/dl. The patient treated with food and her blood glucose increased to 66 mg/dl. The low blood glucose event occurred after the customer received a low reservoir alert; she refilled the current supplies instead of switching to a new reservoir and infusion set. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. The device programming was accurate as well. The customer was advised that the consumable products were only designed for two-three days of use. No products were returned or replaced as the customer verified that she was receiving supplies through a new provider.